Event description:
It was reported that the right ventricular lead exhibited noise and high, out of range, pacing lead impedance. An x-ray revealed suspected externalized conductors. The lead was explanted and replaced. The patient tolerated the procedure well. Further information states that based on the review of the x-ray/fluoro views provided to st. Jude medical, the conductors do not appear to be externalized.